Manufacturer narrative:
Correction : section b1: the adverse event was checked inadvertently in the initial report. Correction : section b2 : the other serious box was checked inadvertently in the initial report. Correction : section b5 : the surgery mode was enabled prior to surgery. In the initial report it was inadvertently reported that surgery mode was not enabled.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative met with the patient and was able to recover the ipg. Therapy was restored.